Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error alarms. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer stated that insulin pump had low battery warning, changed the battery and was rewinding, there was loud crunching sound. Customer was able to clear the alarm but unable to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation and passed the self test however, the device alarmed pump error 42 during the displacement test, fault isolated to the motor. Unable to perform the rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 38 and 39 alarms due to pump error 42 alarms. No unexpected pump error 53 alarm noted during the self test however, the downloaded history files confirmed pump error 53 alarm due to a software error.